Event description:
Blood sugars not controlled [blood glucose abnormal]. Case description: a pharmacist reported that a patient who was introduced to novopen 3 (insulin delivery device) in january (year unknown) due to diabetes mellitus (type and duration unknown) was found "semi conscious" by neighbor and was hospitalized for four days. During hospital it was found the pt's diabetes was not being properly controlled. When the patient was discharged from the hospital they discovered that the pen delivered an inadequate insulin dose. The outcome of the adverse event is unknown.